Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient at the time of the event was in use from (B)(6) 2023 (27 days). We have reviewed the production records of the excor blood pump. This pump was produced according to our specification.

Event description:
Berlin heart inc. Was informed on june 7th 2023, that on (B)(6) 2023, that code stroke called for eye deviation and facial palsy. Cta reassuring however, neurologic sequela continue with anisocoria and dysconjugate gaze. Lab values ptt 66.2, platelets 406, fibrinogen 475, inr 1.2, ldh 1913. Thrombus noted in the pump at the location of the valves on the inflow cannula and the pump was changed due to thrombus on (B)(6) 2023.